Event description:
Hcp reported the "catheter dislodged and created seizures" following a rollercoaster ride. The catheter was explanted and replaced in 2003. A follow up report will be sent when add'l info is available.